Manufacturer narrative:
They were performing a procedure with the precise pro 8mm x 20mm rapid exchange (rx) ses (self-expanding stent) delivery system for deploying, however, the stent on removal was found to be partially hanging out of the sheath. They completed the procedure by using another precise pro 8mm x 20mm stent with perfect outcome. The target lesion was seventy-five percent stenosed. The device was opened in sterile field. It was added that may be the reason that the sheath got pulled backward while removing the stent system from tray with a little jerk was because it was stuck a bit. He tried to push it back and advanced the sheath forward so as to re-sheath it but couldn't. The doctor had suggested that the system should have a safety lock to avoid such accidental deployment. The product was stored and handled according to the instruction for use (IFU). The device was prepped in the tray and flushed with normal saline. There was no reported patient injury. The device was returned for analysis. One non-sterile precise pro rx 7x20 stent delivery system was received for analysis inside a plastic bag. No original packaging was returned. The valve of the unit was received opened. Per visual analysis, the stent of the unit was already deployed from the unit and was not returned for its analysis. A kink was observed on the body/shaft of the unit approximately at 3 cm from the strain relief. Another kink was observed on the wire lumen of the unit approximately at 1 cm from the distal tip. Both the hypo tube rod and strain relief were observed bent, as received. No other anomalies were observed. Per dimensional analysis, usable length of unit couldn¿t be properly measured due to the kinked condition of the unit, as received. Per functional analysis, deployment test couldn¿t be performed since the stent was already deployed from the unit and was not returned for its analysis. A product history record (phr) review of lot 17853702 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses - deployment difficulty - premature/during prep¿ was confirmed since the stent was observed deployed from the unit but not returned for its analysis. Usable length of the unit couldn¿t be properly measured due to the kinked condition of the unit, as received. The body/shaft and wire lumen were observed kinked. Also, both the hypo tube rod and the strain relief were observed bent, as received. Per the observed damage condition of the unit, as received, it could be suggested that procedural factors and/ or handling process such as the user¿s interaction with the device during device preparation may have contributed to the kinked and bent condition of the unit. However, the cause of premature deployment and the damages observed on the unit could not be conclusively determined during the analysis. According to the instructions for use (IFU) ¿preparation of stent delivery system: caution: the stent delivery system is shipped with the tuohy borst valve open. Be careful not to prematurely deploy the stent during preparation. Prep the device in the tray per instructions below. Close the tuohy borst valve prior to removing the device from the tray. Open the outer box to reveal the pouch containing the stent and delivery system. Check the temperature exposure indicator on the pouch to confirm that the black dotted pattern with a grey background is clearly visible. See warnings section. After careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and remove the tray. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. While in the tray, attach a stopcock to the y connection on the tuohy borst valve. Attach a 5-cc syringe filled with heparinized saline to the open stopcock and apply positive pressure until saline weeps from the proximal end of the tuohy borst valve. Lock the tuohy borst valve. Close the stopcock attached to the tuohy borst y connection. Extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. If a gap between the catheter tip and outer sheath tip exists, open the tuohy borst valve and gently pull the inner shaft in a proximal direction until the gap is closed. Lock the tuohy borst valve after the adjustment by rotating the proximal valve end in a clockwise direction. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, they were performing a procedure with the 8mm x 20mm precise pro rapid exchange (rx) ses (self-expanding stent) delivery system for deploying, however, the stent on removal was found to be partially hanging out of the sheath. They completed the procedure by using another precise pro 8mm x 20mm stent with perfect outcome. There was no reported patient injury. The target lesion was seventy-five percent stenosed. The device was opened in sterile field. It was added that may be the reason that the sheath got pulled backward while removing the stent system from tray with a little jerk was because it was stuck a bit. He tried to push it back and advanced the sheath forward so as to re-sheath it but couldn't. The doctor had suggested that the system should have a safety lock to avoid such accidental deployment. The product was stored and handled according to the instruction for use (IFU). The device was prepped in the tray and flushed with normal saline. The device is expected to be returned for analysis. No other information was provided.